Event description:
I was issued a bipap sleep unit by (B)(4). When taken home the unit failed to work. It gave a check power warning. The drs orders were that a new unit was to be issued to me. The bipap unit came with plastic covers on the display much like a new electronic device would. The unit was issued as new at no time was I told that the unit was used. Checking further info I found that this bipap unit had machine hours 1282,8 hours. (I have pictures of the display showing totals) (B)(4) had zeroed the unit for periodic breathing use. This machine had been used thousands of hours by other pts with unk breathing disorders. The branch mgr said that this unit had been thoroughly cleaned and tested prior to it being given to me, yet when I brought the unit home it failed and I had to return the unit to (B)(4) for parts. If the machine had been so well tested why did it fail to work when taken home and other parts had to be installed when returned, and if testing had been done prior to issue-failed. What else had been missed? This type of unit has primary and a secondary filter. If these filters had been left out or not cleaned regularly, during it 1282.8 of other pts, then contamination through the pump or other internal parts could be transferred to me. (Cross contamination) these internal parts cannot be cleaned or sterilized. (B)(4), the branch mgr of (B)(4), (B)(4) informed me that (B)(4) issues bipap and CPAP units to pts that had been used by others. This unit was manufactured 04/20/2017, roughly 2 and a half years before it was issued to me, bipaps and cpaps have a life span of about 5 to 6 years before they start having problems. This unit was half worn out when issued to me. In my opinion this practice is wrong and has the capability to do harm to myself and others and should be banned. This unit had failed when the incorrect power supply had been sent with the bipap unit. The testing had not been done with the provided power supply. The unit had to be returned to the (B)(4) office to have another power supply that would work with the bipap unit. After what I had seen I returned the bipap to (B)(4) (unused) and closed my account. I had my dr issue a new prescription to another supplier ((B)(4)). I have just been informed by (B)(4) today that the humidifier that is attached to the bipap was sold to me when the unit was picked up from (B)(4) and that I had to pick it up and use it and a new humidifier would not be given to me by (B)(4). So I will have to use a humidifier that has been used for over a thousand of hours with unk pts or health issues. I was informed, by (B)(4), the branch mgr, that the bipap sleep unit I was given had a inspection prior to being issued. Yet when it was taken home it failed to work and had to returned to (B)(4). The respironics dream station was issued by (B)(4). The branch mgr name is (B)(4). Diagnosis or reason for use: sleep apnea.